Event description:
It was reported that after the implant procedure, the bipolar impedance was undefined. The patient was taken back into the cath lab. The set screw was loosened and the lead was advanced slightly into the header. The set screw was retightened and device/lead measurements were retested. All measurements were within normal limits. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).